Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated it was unknown when the onset of the infection was as the patient was in another hospital. The location of the infection in relation to the patient¿s implantable infusion system was also unknown. The patient presented to the emergency room (ER) at another hospital with symptoms. It was unknown if any diagnostics were performed regarding the infection. It was noted the neurosurgeon made the decision to explant the pump based on symptoms presented to him. The hcp had no records in their office. It was noted after running diagnostics, they determined that the pump could have been the cause. It was unknown if the patient¿s implantable device/therapy caused or contributed to the infection. The device was removed as planned on (B)(6) 2018 and there were no plans to replace the intrathecal baclofen pump. It was unknown if the device would be returned for analysis and the patient was doing well on oral baclofen. The patient¿s weight was (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of lioresal at 1398.6 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient had an infection and had been admitted to the hospital. The hcp was unsure when the infection started; however, they reported the patient was admitted earlier in the month, (B)(6) 2018. It was unknown if the infection was related to the device. The doctors at the hospital treating the patient believed the pump was the source of the infection. The hcp was unsure how this was determined because they were not aware of anything being done with the pump, catheter, or drug in the pump. An explant was scheduled for (B)(6) 2018. However, the managing physician was uncomfortable with having the device explanted. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. Regarding the onset and current status with the infection, it was reported this information was unknown. It was reported the patient was seen by an infectious disease specialist at another facility. It was also indicated the patient was treated as an inpatient at the facility. The patient's managing physician's office was notified of a possible pump removal procedure on (B)(6) 2018 by the neurosurgeon's office. Pertinent tests and laboratory evaluation results were not available. It was indicated the patient no longer had the pump as of (B)(6) 2019.